Event description:
It was reported that during an unk procedure, the tissue pad of the blades detached. It did not fall into the pt and was not retrieved. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the tissue pad partially detached. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. This damage occurs when the instrument is activated without tissue present. The mfg records were reviewed and no anomalies were found during the mfg process.